Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the abnormality of the light source device because the light source device and video controller do not control lamp to disappear automatically in the normal condition. This subject device is about 6 months after delivery, and there is a possibility that a temperature abnormality may have occurred due to accidental failure of the power supply unit, the board, or the fan.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the examination lamp of the device went off. Other detailed information was not provided. There was no report of patient injury associated with the event.